Event description:
It was reported that during procedure and outside the patient the ep-fit plus insertion/extraction hammer broke. Procedure was delayed for 3 min and finished with a competitor device. No patient harm was reported.

Manufacturer narrative:
It was reported that during procedure and outside the patient the ep-fit plus insertion/extraction hammer (75003340) broke. The device intended for use during treatment was not returned for investigation and no batch number was communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. However, a review of the complaint history revealed no other complaint reported for a similar issue for the device in scope. The risk of the device is monitored throughout pms activities. Therefore, the need for corrective action is not indicated. Based on available information a root cause cannot be determined. Nevertheless, smith and nephew will continue to monitor the device for similar issues. The complaint will be reopened should the complained device or additional information be received.

Manufacturer narrative:
It was reported that during procedure and outside the patient the ep-fit plus insertion/extraction hammer (B)(4) broke. The device intended for use during treatment was returned for investigation. A review of the batch record revealed no deviations from the standard manufacturing process. The device was manufactured in 2006. The reported damage could be confirmed upon visual inspection. The handle of the device is fractured into two parts. Apart from that the whole device is observed with signs of wear such as dents, scratches and gouges. The signs of wear are not unusual, taking into account the age of the device. A review of the complaint history revealed no other complaint reported for a similar issue for the device in scope. The risk of the device is monitored throughout pms activities. There is no indication that the device failed to match specification at the time of manufacturing. Based on the conducted investigation, the need for corrective action is not indicated. The root cause is traced to an expected component failure without any design or manufacturing issue. Smith and nephew will continue to monitor the device for similar issues. The complaint returned device will be discarded.